Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge on the iol delivery system. Once the iol was inserted into the eye, the surgeon noticed the optic was scratched. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.